Event description:
Facility alleges blood leak (rupture) during dialysis. 3rd use. Dialysis stopped; pt restarted on new dialyzer. Blood circuit discard - estimated blood loss 300cc. Pt stable post event.